Event description:
Complaint alleged that they were unable to place nurse call from bed. No injury alleged.

Manufacturer narrative:
Tech found two broken wires in nurse communication cable. Replaced the cable & tested to resolve this issue. Unable to place call from bed.